Manufacturer narrative:
Additional data: b5.- the reporter indicated that the surgeon implanted a 13.2mm vticm5_ 13.2 implantable collamer lens of diopter -11.0/+2.0/91 (sphere/cylinder/axis) into the patients left eye (os) on (B)(6) 2023. The patient experienced a refractive surprise. On (B)(6) 2023 the lens was repositioned. On (B)(6) 2024 the lens was exchanged for the same model, longer length lens and the problem was resolved. The reporter indicated the cause of the event is unknown. H6.- health effect- impact code (f): "4629" should be added. H11.- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Manufacturer narrative:
Additional data: b5: the reporter indicated that the surgeon implanted a 13.2mm vticm5_ 13.2 implantable collamer lens of diopter -11.0/+2.0/91 (sphere/cylinder/axis) into the patients left eye (os) on (B)(6) 2023. The patient experienced a refractive surprise. On (B)(6) 2023, the lens was repositioned. The lens remains implanted. The reporter indicated the cause of the event is unknown. H6: health effect - clinical code (e): "2137" should be added. H6: health effect - impact code (f): "2199" should be removed and "4628" should be added. H6: medical device problem code (a): "2993" and "1401" should be added. Claim#: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -11.00/+2.0/091 (sphere/cylinder/axis), into the patients left eye (os) on (B)(6) 2023. The lens was reported as low vaulting with lens rotation. The lens remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).